Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb)and backight inverter prined circuit boards (pcbs). The se completed software download and the ventilator passed self-testing.

Event description:
It was reported that the ventilator's upper display had lines. Ventilation was not interrupted but the patient was transferred to an alternate ventilator. The patient was not harmed as a result of the event.